Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat de novo lesions located in the mildly calcified, mildly tortuous, 80% stenosed right coronary artery. The 3.0x15 mm nc trek balloon catheter was used for pre-dilatation of the distal and mid lesions. After pre-dilatation on the mid lesion a dissection was observed. As the plan was to treat this lesion anyway the distal lesion was treated first with a 3.0x18 mm implant and post-dilated with a non-compliant (nc) balloon with no issues. The mid lesion was then treated with a 3.0x28 mm implant; however, it was noted that the dissection was not completely covered by this implant. After post-dilatation was performed, a 3.0x12 mm implant was deployed distal to the 3.0x28 mm implant and covered the dissection. Post-dilatation was then performed with an nc balloon with no issues. A final 3.0x12 mm implant was deployed at the proximal end of the 3.0x28 mm implant and this was post-dilated with no issues. The case was then completed with no patient effects and an excellent angiographic result. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek rx instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.